Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. A search of the complaints databases finds one other report against the 2254028 lot code for dislocation. It is not known if the reports are similar as the reason for revision has not been provided. A review of the DHR (device history record) for product number 136518500 lot number 2254028 found no anomalies. A search of the complaints databases finds no other reports against the remaining product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confirmed revision of pinnacle/s-rom mom hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Not returned.